Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: stripes on the image due to defective connector, and the battery on the printed circuit board ran out. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the visera video system center image was flickering due to defective video connector during preparation for use for a diagnostic hysteroscopy procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.